Event description:
It was reported that on (B)(6) 2026, the pwd was changing a cleo 90 infusion set on the third day of use when the cannula was found to have broken off beneath the skin, with the site described as tender, red, and swollen. The cannula from a prior event approximately two months earlier was also noted to remain beneath the skin, with the estimated event date documented as (B)(6) 2025. The area was already sore prior to removal, and the pwd extended wear to complete the expected three-day duration. Guidance was provided to seek medical evaluation regarding the retained cannulas. The lot number and impacted component from the initial event were unavailable, and only the infusion set from the current event was agreed to be returned. Reported observations included a broken cannula under the skin, symptoms of redness, tenderness, and swelling, and indications that the infusion set was loose. No leaking was observed around the infusion set, and no tubing damage or adhesive issues were noted. The cleo 90 infusion set and the eversense 365 cgm system were being used. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 21 yr-old non-hispanic/latino white male weighing 131 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 and d5: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. One sample was received for evaluation. A lot of history review could not be performed as no lot number was provided. Visual inspection confirmed that the cannula was bent but fully intact. The reported complaint of cannula separation from the site could not be verified or reproduced.